Event description:
It was reported that the bd maxzero¿ extension sets experienced air bubbles. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2022, in the perioperative intensive care unit, during the installation of an infusion, the nursing team noticed the presence of air bubbles after the 6-valve manifold (ref. (B)(4) - lot 22f20-tjbnp) on which bidirectional valves are mounted. The leak appears to be coming from one of the valves that is being replaced.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension sets experienced air bubbles. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2023, in the perioperative intensive care unit, during the installation of an infusion, the nursing team noticed the presence of air bubbles after the 6-valve manifold (ref. Rbp6315 - lot 22f20-tjbnp) on which bidirectional valves are mounted. The leak appears to be coming from one of the valves that is being replaced.

Manufacturer narrative:
H6: investigation summary a mz5301 product was not available for investigation; and, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests air bubbles were detected to be forming at the maxzero; however, no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation.